Event description:
Wrong energy used for dose calculation. The customer reports an error with eclipse 10.034 whereby the energy of three treatment beams of a plan was changed from 6x to 10x (by eclipse not the operator), yet the mu, dose-distribution (ref. Dose etc.), all still showed the 6x plan information. This was picked up by the independent mu check which showed all three beams were out of tolerance at 5.1%, 7.7% and 9.5%, where tolerance is a maximum 5% difference with eclipse. No serious injury or misadministration was reported.

Manufacturer narrative:
This is a known and previously reported issue that is currently under investigation. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though stilll under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.